Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sigmoid resection, a section of the sigmoid colon was removed and a colorectal anastomosis was made at 9cm from the anal opening. The stapler was used to closed a sigmoid/rectal closure. The staples did not close. The patient developed abdominal sepsis and persistent ileus from a leakage of the site. The patient ended up on 10 days on life support. The doctor who did the colonoscopy 6 months later confirmed the fact the staples all were wide open. The doctor removed the staples at the time of the colonoscopy. The patient developed a complete upper abdominal obstruction of the colon requiring additional surgery. There were three internal hernia that had developed, one of them the intestine twisted on itself into a volvulus. The surgeon corrected those problems but the patient is left with massive internal adhesions, period obstruction, and a stricture at the anastomosis site.